Event description:
(B)(6) was implanted with the syncardia temporary total artificial heart (tah-t) at (B)(6) on (B)(6) 2014, supported by a companion 2 driver. The pt was successfully transplanted on (B)(6) 2014, after 37 implant days. The customer reported that the pt had an active infection at the time of tah-t implantation because of a perforated sigmoid colon. The customer reported that while the pt was implanted with the tah-t, he had several episodes of infections. The customer also reported that the implanting surgeon questioned whether the source of the infection was the tah-t.

Manufacturer narrative:
Syncardia performed a full review of the device history record of the tah-t, including mfg shop orders, and confirmed that there was no evidence that the tah-t would have caused or contributed to the pt's infection. The DHR review confirmed that the tah-t was successfully sterilized by syncardia's approved contract sterilizer in accordance with procedure, with no anomalies. The biological indicators that are used to monitor growth of microorganisms were analyzed (post sterilization) and verified to have no growth. Syncardia determined that there is no evidence that the pt's infection originated from the tah-t. The customer reported that the pt had an active infection at the time of tah-t implantation because of a perforated sigmoid colon. Syncardia has completed its eval of this complaint and is closing this file.